Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel movements. It was reported that the patient feels pulsating sensations, randomly, when sitting, walking, almost anytime and intermittently. Have had bowel accidents related that have taken place. This situation took place in 2019, two years after the implantation according to the patient. No cause specified. The settings were adjusted but the pulsations are still taking place once in a while. Redirected the patient to the hcp or a mdt representative. A medtronic representative will connect with the patient to verify the ins, leads and the settings. It is probable that a calibration would be required or the ins has done its time.